Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 300-500 (mg/dl). Reportedly, customer does not rotate infusion site and believes that there may be difficulty with insulin absorption due to scar tissue. Customer discontinued use of the pump and revered to insulin injections for diabetes management. Customer indicated that they have a future appointment with their health care provider to discuss diabetes management. Customer did not indicate if and when pump therapy would be reinstated.